Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure. The suture was not hydrated/treated prior to use. In one suture, the needles popped off of the tissue, while in another suture the packaging appeared dirty. An additional new suture was used without issue. No injury.

Manufacturer narrative:
Investigation summary post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the returned product noted four empty foils with retainers. Because the sutures and the needles weren't returned for visual and functional analysis, the reported condition could not be confirmed. As no sealed products were returned, functional testing was precluded. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Because the packaging, retainer and suture were found to not be damaged, the reported condition could not be confirmed. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.